Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was moisture observed behind the display screen. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: there was moisture observed underneath the display lens. The keypad buttons were unresponsive. Moisture damage was found on all of the internal components of the pump..moisture observed under display lens. Leak test failed due to display lens leak. Keypad and bolus buttons are unresponsive. Opened pump, moisture damage found on all internal components.